Manufacturer narrative:
The investigation of low pump flow has been completed. The returned complaint 5.5 pump visually inspected. No cannula kink observed. Biomaterial observed around impeller and inflow and outflow cages. The cause of the low pump flow issue was biomaterial ingestion. D9 date device returned to manufacturer added the following have been reported incorrectly or missing from manufacturer device report 1220648-2024-12652: e4 should have been left blank.

Event description:
The user facility reported a 65-year-old male patient of unknown race and ethnicity with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that during support there was suction and low impella flow alarms. The pump position was verified via echocardiogram. A clot was suspected to be in the canula and the pump was exchanged. The patient¿s overall condition continued to worsen, and the decision was made to withdraw care and the patient expired. Per medical safety officer review there is not enough information to associate use of device with outcome.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.